Event description:
A report was filed on 8/31/06 that two carts at the hosp had malfunctioned and that the top storage area could not be accessed. The issue was identified during routine inspection and restocking of the cart in the facility. It was described that the cart latching mechanism had become "stuck" such that the drawers could be accessed but the top storage area could not. No negative outcome was associated with this issue.

Manufacturer narrative:
The cart has not yet arrived from the facility, no definitive results are therefore available at this time. Once arrived, the cart will be inspected and follow-up report will be submitted.